Event description:
Procedure: thoracic. According to the reporter: at firing on lung parenchyma, the knife could not cut the tissue properly and the tissue was pushed out from the jaw. As a result, the staples were malformed and bleeding occurred. Therefore, the tissue around the staple line was excised additionally.

Manufacturer narrative:
(B)(4)